Event description:
It was reported that a couple of hours after the patient started using the cassette, an alarm went off while run was displayed on the screen. So she changed the pump to another one, but the alarm persisted. After that, she attached the first pump back to the cassette, and then the alarm was settled. The pump used in combination with the cassette. There was no patient injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Sample received consist in one cassette. Sample was received after use conditions, decontaminated and inside in a plastic bag. Visual inspection: no damage, kinks or any discrepancies that could cause the failure mode reported. Functional testing ? First pump: sample was connected to the pump. No alarms were activated. Functional testing ? Second pump: sample was connected to the pump. No alarms were activated. Mohawk exposure: mohawk exposure was measure with a ruler. No mohawk exposure. Conclusions: based on the no disposable alarm investigation and root cause conduct trough CAPA-000814 the mohawk exposure could be a factor during the use of cassette to activate the alarm. However, the failure mode could not be duplicated by functional testing and no mohawk exposure detected, complaint is not confirmed. No root cause determined due complaint was not confirmed. No actions taken due complaint was not confirmed .no fault found.